Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number 3002808486-2019-01923. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, dyspnea, pain, fevers, anxiety, fear, limits to physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported dyspnea, pain, fevers, anxiety, fear, limits to physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 19 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to history of pulmonary embolism (pe) and upcoming surgical procedure. Patient is alleging vena cava and organ perforation. Patient notes and further alleges experiencing "fear and anxiety", "lower back pain. Shortness of breath when I walk. Pain when eating. Unexplained high fevers" and limited physical activity. Per the (B)(6) 2011 ivc filter placement: "the gunther-tulip filter apex is positioned at the superior endplate of l2. Post deployment cavogram confirms optimal filter position". Per the (B)(6) 2019 CT abdomen: "an inferior vena cava filter is present starting below the level of the renal veins. A couple of the limbs of the filter do extend beyond the margins of the inferior vena cava. The limb extending lateral and anterior only contacts fat. The limb extending the posterior is in the contact with the vertebra. The more medial limb appears to extend into the aortic wall and possible near the luminal margin of the aorta. There is no surrounding hematoma or aneurysm of the aorta".